Manufacturer narrative:
(B)(4). Initial evaluation of the photograph confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture during infusion. The device was filled with a solution of 5525 mg fluorouracil in 0.9% sodium chloride. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: baxter received a photo of the sample for evaluation. The reported condition of an rupture was confirmed via photographic evaluation. The root cause could not be determined. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.